Event description:
Procedure type: prostatectomy. According to the reporter: dissection balloon burst on inflation and detached from the instrument. The surgeon was able to retrieve the balloon without complications to the pt. No pt injury was reported.